Event description:
Serum sickness [serum sickness]; bilateral knee acute inflammatory reactions [arthritis]; knee effusion [joint effusion]; osteoporosis [osteoporosis]. Case description: spontaneous report received on (B)(6) 2011 from a health care provider, regarding a female pt in her (B)(6) (unknown initials). The pt has a history of previous treatment with synvisc, which was successful and without any reactions. The pt experienced bilateral inflammatory reactions with effusion, serum sickness and osteoporosis after receiving synvisc. On unspecified dates in (B)(6) 2009, the pt received three synvisc injections in both knees. The hcp reported the synvisc injections to both knees led to bilateral inflammatory reactions with effusion, which was drained and then steroids were given. The pt did not return, but went elsewhere to complete the third injection of her second course of synvisc. For some reason, she went to see an allergist who told her that she had serum sickness secondary to synvisc. She also went to other physicians who told her she developed osteoporosis as a result of synvisc. The hcp reported the relationship of the pt's events with synvisc was unk. At the time of this report, the outcome of the pt was unk. Additional info was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.